Manufacturer narrative:
The instrument was returned and evaluated. The instrument's blades cut test failed and there was no blade damage. The instrument was placed on an in-house da vinci system for a latex cut test. The scissors did not cut cleanly through (B)(4) latex. The latex got snagged at the scissor tips. The blade edges were undamaged however the edges exhibited wear at the tips, negatively affecting cut performance. Failure analysis investigation also found the following damages: the instrument's tube extension had the pad printing removed. The tube extension had a small scratch that had light material missing. The scratch measured approximately 0.124 x 0.159. Failure analysis concluded that the pad printing damage may be due to mishandling/misuse. The instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material missing starting at the tube reinforcement and going down to the main tube. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the pad printing damage and various scratch marks on the main tube with light material missing found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci prostatectomy surgical procedure, it was observed that the monopolar curved scissors instrument was very dull. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.